Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid effluent. It was reported the patient visited the hospital; however, it was not reported if the patient was admitted. The cause of the peritonitis was not reported. On an unspecified date, the patient began treatment with fortum (dose, route, frequency and duration not reported) and intraperitoneal cefazoline (dose, frequency and duration not reported) for the event. At the time of this report, the patient¿s effluent was clear; and the patient was recovering from the peritonitis event. On the same day as the onset of peritonitis, pd therapy with physioneal and extraneal was discontinued. It was reported that after the antibiotics were prescribed, the patient was changed to continuous ambulatory pd therapy. No additional information is available.